Event description:
Customer received discrepant thyroid results for one patient. The physician questioned the results. A second sample was collected in 2009 and split testing was performed on an extended thyroid panel. All repeat testing for both samples was performed by an outside lab that used different methodology (beckman coulter and free dialysis for free t4). Sample 1, initial tsh result 0.22, repeat 0.6 uiu per ml; initial t4 result 10.3, repeat 5.3 ug per dl; initial t3 result 234, repeat 131 ng per dl. Sample 2, tested same day, initial result tsh result 0.19, repeat 0.4 uiu/ml; initial t4 result 13.11 repeat 6.5 ug per dl; initial free t4 result 1.59, repeat 1.0 ng per dl; initial t3 result 175, repeat 118 ng per dl. Customer stated the results generated from the outside lab compared favorably with the clinical picture, but the results from the e170 did not fit the clinical picture. If additional information is received, appropriate notification will be provided.